Event description:
Legal case - USA it was reported that approximately 19 months after a left total knee replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.